Event description:
Reported as moderate "pouch dilatation" and "esophageal dilatation". Additional information: MRI report dated 2004, indicates that events are resolved. Follow up findings: additional band slippage, obstruction and dysphagia.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Band slippage, pouch dilation and reflux are surgical/ physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and obstruction as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heatburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."